Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: hsz, hwe, gfa. Complainant device is not expected to be returned for manufacturer review/investigation. Reporters state: (B)(6). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that all the drill bits are dull, and need to be replaced. This complaint involves six (6) devices. This report is for one (1) 2.0mm drill bit/qc/100mm. This report is 1 of 6 for (B)(4).